Event description:
A successful femoral bypass was performed using a 8 mm impra graft. Postop, as dressings were being applied, the pt began to awaken from general anesthesia, coughed and immediately had a drop in blood pressure. CPR was initiated. Exploratory surgery was performed & the graft was noted to have ripped away from the common femoral artery. The artery was intact, the sutures were well placed & intact, however, the impra graft had torn along all the suture lines in the posterior portion of graft. There were approx. 2 mm slits in the graft where the suture had pulled through the graft material. After vascular control was obtained, another suture was placed in the graft and it once again ripped. A different graft was then utilized successfully.